Event description:
It was reported that the patient was admitted to the hospital due to suspected premature battery depletion. In addition the patient had a fine atrial fibrillation (af) with atrial sensitivity programmed which attributed to undersensing seen. The device was explanted. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.